Event description:
I had restylane silk injected into my upper lip by a plastic surgeon on a tuesday morning. On the following friday morning, I experienced stroke-like symptoms and was taken by ems to the hospital. After a CT, cta, echo, MRI, and other tests over two days, it was determined I did not have a tia. Instead, it was called a "neurological event". There was no explanation as to why it occurred. There may be absolutely no connection between the silk injection and the event, but I felt it should be reported nonetheless. Dates of use: (B)(6) 2015. Diagnosis or reason for use: to decrease lines around the lips.